Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients had experienced dyspnea and worsening heart failure. A micro-dislodgement of the left ventricular lead had occurred and a loss of capture was noted. Device reprogramming was performed. On (B)(6) 2014 the issues was reported to be resolved. The patients current status was reported to be normal.